Event description:
I am a type 1 diabetic. I use the tandem t slimx2 pump which is integrated with the dexcom g6 and g7 sensors. The g 6 sensors never last the full 10 days promised. The last 4 days I get blank spots and inconsistent reading of blood sugar. I get false highs and lows which either makes my pump deliver or hold insulin. I have had many times ended up at 32 low blood sugars because of the false readings. This is dangerous. I follow all protocols for adherence and wearing. This is something on their end. It makes it not affordable as I'm losing 4 days on each one and insurance won't refill them early. When I call dexcom they state it must be something I am doing wrong. I am doing as I'm instructed. The g7 is worse. It falls off even with skin tac prep and over patch. You get numbers that don't even come close to what they truly are. This is scary. The g6 showed I was 284. My actual blood sugar reading was 81. Reference report: mw5156911.